Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number of this complaint is unk. A ship history performed identified no potential batches sold to this customer. The most probable root cause is determined to be anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.

Event description:
Same case as 2134265-2008-02966. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and myocardial infarction occurred. The lesion was pre-dilated, unk type and size balloon. The physician implanted a taxus express2 2.75x32mm drug eluting stent to the 75% stenosed lesion located in the calcified and moderately tortuous mid left anterior descending (lad) artery. A taxus express2 3.0x20mm drug eluting stent was then implanted in the proximal lad, overlapping the previously placed stent. The stents were postdilated, unk type and size balloon. Post ivus confirmed that the stents were well positioned and well apposed. No pt injuries or complications were reported. Aspirin and clopidogrel were administered prior to this procedure. Two days post procedure the pt returned for treatment of a lesion in the left circumflex (lcx) artery. Prior to the treatment, the pt complained of "annoyance of pharyngeal portion." Post intervention for the lcx, angiography revealed total occlusion at the ostium of the proximal lad. The thrombus was aspirated and the lesion dilated, unk type and size balloon. A taxus express2 3.5x16mm drug eluting stent was implanted at the ostium of the lad, overlapping the previously placed 3.0x20mm taxus stent. Timi iii flow was achieved. The pt experienced a myocardial infarction (mi), derived from the thrombosis, and cardiac depression was confirmed. Clopidogrel was changed to ticlopidine post procedure. No additional injuries or complications were reported. The pt was discharged in stable condition.